Event description:
It was reported that, a gii p/s cons housing ream dome was found broken. As this was notice in a field inspection, not patient was involved.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Manufacturer narrative:
H10: additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. Upon investigation it was noticed that the reamer dome¿s blades are deformed and dull. The device was not broken as it was previously reported by the customer. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.